Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# n0037841, implanted: (B)(6) 2005, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had no stimulation sensation. It was noted the patient¿s stimulation ¿stopped working¿ the day prior to call. It was reported the patient¿s stimulator was half charged. It was noted the patient programmer showed the low programmer battery message and the batteries were changed. It was reported the message appeared with the new batteries. It was noted the issue resolved with a second battery change. It was reported the patient was able to communicate with the programmer and turn stimulation on. It was noted the patient could feel stimulation and the issue was resolved.